Event description:
It was reported that the ICD only lasted one year after being implanted. No other anomalies were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed. Upon receipt, communication of the device was unsuccessful. The cause of the loss of communication was due to premature battery depletion. With the removal of the battery and an external power supply connected, the device tested normally and all specifications were met. The battery was sent to the manufacturer and an internal short in n the battery was identified. The cause of the premature battery depletion that led to the loss of communication was due to an internal short in the battery.